Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon evaluation of the electrode belt, the latch on the trunk cable connector was damaged, creating an insecure connection with the monitor. Additionally, the pins in the belt trunk cable connector were bent. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to run detect and treat testing.